Manufacturer narrative:
Film evaluation results are: the cause of the possible type iii fabric endoleak could not be determined from the limited films provided. The anatomy at implant is unknown and additional images during the ~8 year implant duration were not available for review. CT¿s were not provided which could have provided a more complete assessment of the patient¿s anatomy and stent graft in-vivo configuration. One still image confirmed that contrast was seen along the right side of the stent graft ~1cm above the level of the bifurcate flow divider. After implanting an aortic cuff within the entire length of the bifurcate aortic body the previously seen contrast outside the stent graft appeared to have resolved. This was most likely a type iii fabric endoleak; however, the cause could not be determined. No additional stent graft issues were observed near the location of the endoleak and the stent graft did not appear angulated in the left-right axis. However, any possible stent graft angulation in the a-p axis or other possible anatomical contributing factors could not be assessed. It could not be determined (or ruled out) if stent abrasion from the underlying aortic body stent may have contributed to fabric wear and the possible type iii fabric endoleak. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A talent stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that approximately seven years and ten months post index procedure the patient presented emergently with abdominal pain. A CT revealed the talent stent graft had a type iii fabric endoleak and there was a contained aneurysm rupture. The physician elected to implant an endurant ii aortic cuff covering the fabric hole, and the event was resolved. Per the physician the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.